Manufacturer narrative:
Follow-up # 1 ¿ (02/11/2015). The patient¿s meter and test strips have been returned on 2/2/2015 and 1/15/2015, respectively, and evaluated by lifescan product analysis on 2/9/2015 and 1/28/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the test strip vial was found to be overlabelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained by the customer service representative (csr). The patient reported that on (B)(6) 2014 at 19:15 she felt unwell with symptoms of ¿feeling hot and shaking and her stomach was churning¿. Due to continually feeling unwell, the patient reported that at 19:32 she tested her blood glucose using the subject meter and obtained results of 5.9 mmol/l and 3.5 mmol/l. The patient stated at ¿just after 19:33¿ she self-treated with lucozade and sugared cornflakes. The patient manages her diabetes with insulin (self-adjuster) and took no further action to her usual diabetes management routine due to the alleged inaccuracy. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter and the strips were stored correctly. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to this injury. The patient had become symptomatic prior to obtaining the alleged inaccurate high reading. However, this complaint is being reported as a malfunction because the symptoms and treatment reported by the patient do no correlate with the allegedly high readings obtained on the subject meter.